Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and bent. Reportedly, the customer was still able to charge the pump with the cable when held at a specific angle. Customer's blood glucose level was 437 mg/dl. Customer continued to use the pump for insulin therapy.